Manufacturer narrative:
Product analysis visual review confirms rod breakage. Optical examination of the fracture surfaces found extensive damage and smearing on all fracture surfaces. There is some evidence of progressive convex striations but due the damage of the fracture surfaces no additional information can be gained. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the product not the applicable imaging studies were returned to the manufacturer.

Event description:
Patient underwent a surgery due to l1 fracture mild neurologic deficit due to compression of conus at levels th11<(>&<)> th12, l1 <(>&<)> l2. It was reported that on an unknown date, post-op, the implanted rods broke. No fragment of the broken rods remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.